Manufacturer narrative:
Additional information: previous MDR submitted is not applicable. Upon further review it has been determined that the claim does not meet definition of a complaint. Claim# (B)(4).

Manufacturer narrative:
Lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -8.0/1.0/095 (sphere/cylinder/axis) was implanted as an exchange lens into the patient's right eye (od) on (B)(6) 2021 to correct refractive surprise. The problem was not resolved. "The patient is 45 years old, presbyopia -1.50d, professional accountant, usually see more close, the main complaint of near vision is still poor vision to solve the near vision, so 2 operations." The lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted. See MFR# 2023826-2022-03516 for initial lens.